Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The implantable cardioverter-defibrillator was prophylactically explanted and replaced due to advisory. The patient was stable.